Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 483 mg/dl. Multiple cartridge changes and an infusion set change were performed to address the issues. Reportedly, the customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer for customer satisfaction.